Event description:
It was reported that the programmer would not establish telemetry with the device. Technical support (ts) suggested the caller double the magnet, put a towel between the programming head and the patient's skin, slowly approach the device with the programming head from different angles, swap out the programmer head or programmer, or try using the programmer in a different room. Another programmer was used to complete the interrogation. It was later reported that the telemetry wand on the programmer was replaced and the programmer now works fine. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).